Event description:
During a 911 response, the cables for obtaining both 4-lead and 12-lead ecgs were not functioning. The device, used on an ambulance, had undergone troubleshooting but was unable to perform an ECG as indicated for patient care. This prevented determination of the patient's cardiac rhythm and delayed appropriate treatment based on 12-lead ECG results. The issue appears specific to the cables, not the monitor itself. Patient: 4582. Device: 3023;1559. Referenced report: mw5182222.